Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had stuck button alarm. Customer reported that they were not able to clear the alarm, insulin pump stopped beeping and screen was blank. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded electronic assemblies and corroded battery tube. Unable to perform unable to perform the displacement test, rewind, self test, basic occlusion test, occlusion test, prime or seating and excessive no delivery test and force sensor test due to unresponsive keypad.